Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responsive. The customer informed the remote service engineer (rse) that during setup, the alarm silence function of the touchscreen did not activate when prompted. The touchscreen was cleaned, but the customer stated that it may have impact damage. Good faith efforts (gfes) are being completed to confirm if there was damage to the touchscreen. The customer then completed a touchscreen calibration, which the device passed. The rse advised that the customer evaluate the touchscreen and if the issue persisted, to replace the touchscreen. The rse provided the customer with the part information for the touchscreen. In a good faith effort (gfe) response from the customer received on 19dec2024, it was confirmed that a replacement touchscreen had been ordered and installed into the v60 ventilator to resolve the issue. The customer did not provide if the replaced touchscreen would be returned to philips for evaluation. Additionally, the customer did not clarify the potential physical damage the touchscreen was alleged to have. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responsive. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that during setup, the alarm silence function of the touchscreen did not activate when prompted. The touchscreen was cleaned, but the customer stated that it may have impact damage. Good faith efforts (gfes) are being completed to confirm if there was damage to the touchscreen. The customer then completed a touchscreen calibration, which the device passed. The rse advised that the customer evaluate the touchscreen and if the issue persisted, to replace the touchscreen. The rse provided the customer with the part information for the touchscreen. This investigation is ongoing.